Event description:
A literature article with the following info was received and reviewed: a female pt presented with a left popliteal artery aneurysm. A 7 x 10 viabahn device was implanted to treat the aneurysm. Approx 4 yrs post implantation, the pt presented with progressive swelling over the implant site, skin ulceration, necrosis and severe pain. Ultrasound examination demonstrated a massive hematoma. CT-scan showed a rupture of the popliteal artery, and a distal type-I endoleak. The physician performed an endovascular repair of the endoleak and implanted 2 viabahn devices. This was followed by surgical resection of the damaged skin and evacuation of the hematoma. No active bleeding was present following the procedure. There were no postoperative complications, and the pt was discharged in good ambulatory condition.

Manufacturer narrative:
The device remains implanted. Several attempts to obtain add'l info, such as prod lot numbers were unsuccessful. No further info is forthcoming.